Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The blood glucose of the customer was 400 mg/dl. The customer reported that she was not getting any insulin with this pump. The customer was treated with the manual injection. The customer reported that the high pressure test was passed. The customer did not alleges the insulin pump was under delivering. The customer was using the insulin pump within 48 hours. The customer advised to remove the infusion set from their body. It was unknown whether the customer was using automode at the time of reported event. The device will not be returned for the analysis.